Manufacturer narrative:
The technician noted that the device was disassembled and missing components. This can occur due to external stress, or the age of the device.

Event description:
During service at the manufacturer, the technician noted that the device had disassembled. There were no adverse consequences related to this event.

Event description:
During service at the manufacturer, the technician noted that the device had disassembled. There were no adverse consequences related to this event.